Event description:
Surgeon reported event as "aps lap-band system placed laparoscopically at clinic; three days later, admitted to hospital for dehydration - band too tight due to swelling; nine days after implantation, aps lap-band system removed at hospital." The explanted device was discarded at the hospital and is not available for return. The device was not replaced at this time. Follow-up findings: in the surgeon's clinical opinion, the swelling was "regular post op swelling may have done well with apl but pt was not willing to tolerate another surgery."

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded with the lap-band system after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The explant facility discarded the device prior to the reporter notifying allergan of the complaint. Therefore, no analysis or testing can be done. Dehydration and inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of dehydration as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: dehydration." Device labeling addresses the reported event of irritation/inflammation as follows: contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."